Event description:
During a stapled hemiorrhoidectomy, the firing lever on the device got stuck and did not fire. There was no adverse consequence to the patient.it was not reported how the procedure was completed.